Event description:
It was reported that shaft fracture and removal difficulty occurred requiring surgical endarterectomy. A 135 cm rubicon 35 guide catheter was selected for use during a peripheral angiogram. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified lesion. A contralateral approach was utilized, and the rubicon catheter was advanced over the aortic bifurcation down to the external iliac artery where it was being attempted to cross the heavily calcified lesion to get an up-and-over sheath in place. The guidewire was removed to inject contrast, then the catheter was pulled back for an additional contrast injection. Resistance was encountered, and the catheter appeared to be stuck. During pullback, the catheter fractured approximately 10 cm from the distal end, with the detached segment remaining in the artery. The procedure was converted to a surgical endarterectomy to remove the detached catheter segment. The fragment was successfully retrieved, and no device fragments remained in the patient. The procedure was completed with a different device without further issues. No patient complications occurred as a result of the event, and the patient fully recovered.